Event description:
Pt underwent the placement of a guidant brand defibrillator and 5 mos and 7 mos later personnally had experienced the malfunction of this defibrillator. The complainant stated that during the 2002 episode of defibrillator failure that he ended up being hospitalized. The complainant stated that he has also spoken with multiple physicians since then who told him that they also had pts who had experienced failures with those particular defibrillators. The complainant stated that his purpose in contacting FDA was because he wanted FDA to know that guidant had failed to acknowledge that the defibrillators (manufactured from 4/02-11/02) were also in fact defective. The complainant stated that several weeks ago he elected to have surgery to remove his guidant-manufactured, implanted defibrillator and had it replaced with one from a different MFR. The complainant stated that he has previously spoken to guidant representatives regarding his claims. The complainant stated he is scheduled next week to speak with the attorney general regarding "guidant's cover-up" of these guidant defibrillator failures.